Event description:
3/3 reference (B)(4) for related complaints: it was reported that a few hours after starting the pump alarmed with no error massage (cassette prepared at 8 pm, pump alarmed at 4 am). Alarm lower than occlusion alarm. The patient tried with another pump, but same issue. Issue resolved after changing cassette. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR review.